Event description:
It was reported the left ventricular lead was removed and replaced due to twiddler's syndrome. It was further noted the patient experienced diaphragmatic stimulation and the lead showed small r waves. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid not obstructed.